Event description:
Reference number (B)(4). Event occurred in united states. It was reported that patient faced infusion set cannula was crimped within 3 hours of insertion. Patient regularly rotate site location. The site where infusion set was inserted was upper buttocks. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.